Event description:
The physician has had 2 cases where the peg is sucking into the peritoneum. Spoke to customer contact and found that the physician has not been trained on peg placements.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for eval.